Manufacturer narrative:
Serial number unknown.

Event description:
It was reported to philips that the device intermittently had blank spots in the ECG waveform. The customer was unsure if pads or leads were in use at the time of the alleged failure. The device was in use on a patient and no adverse event was reported.